Event description:
It was reported the pt complained of lack of stimulation coverage in his right side. X-rays were taken and it was determined that the pt's scs lead had moved. The pt's physician plans to revise the scs lead. Follow-up identified the pt's scs lead was revised on (B)(6) 2013. The pt reported he was able to feel stimulation bilaterally and was satisfied with the results.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.